Event description:
It was reported that, "surgeon revised an alumina on alumina thr because the alumina liner had fractured."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.